Event description:
In march 2006, the facility called baxter customer service to report a high bacteria count on a system 1000 instrument. There was no patient injury or medical intervention reported in association with this incident. In march 2006, a baxter field service representative went to the facility and disinfected the incoming water line.